Event description:
The patient had the devices removed in 2008, exact date unknown. The patient experienced stinging, burning, and hurting. The patient¿s doctor thought she was allergic to the devices and removed them. The patient ended up having permanent nerve damage, was not certain it was from the devices. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v008638, implanted: (B)(6) 2007, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).